Event description:
The event occurred on an unspecified date and involved a 3-gang 1o2® manifold w/back check valve, rotating luer where it was reported there was leaking with the product. No physical defects noted prior to use. There was patient involvement and no patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a follow up report will be sent.